Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received four asymptomatic shocks. When the patient presented for a device check, interrogation revealed an out of range telemetry message. An error message was displayed indicating that the programmer was unable to recognize the device signal. Additionally, the device was unable to elicit tones with magnet application. During the explant procedure, the shocking lead impedance measured 42 ohms. You were concerned that the associated implantable transvenous defibrillation lead may have intermittent shorts, but elected to keep the lead implanted and closely monitor the patient. The device was returned to guidant for analysis.